Manufacturer narrative:
D4: UDI: n/a as this product code is not exported to the us market. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: clinical engineer. G4: 510(k) no.: k130520. Appearance confirmation of the actual device upon receipt - no anomaly such as damage was found. The actual device was filled with glutaraldehyde-containing saline solution and fixed, the housing and filter were removed, and visual inspection of the gas transfer part was performed. - no anomaly was found in the condition of fiber winding. The fiber layer was removed gradually, and visual inspection of the gas transfer part was performed. - no anomaly was found in the condition of fiber winding. The outer cylinder was removed from the heat exchanger, and visual and magnifying inspections of the heat exchanger were performed. - no anomaly such as deformation was found. Electron microscopic inspection of the fiber was performed. - adhesion of blood cell components was observed, but no formation of blood clots that would lead to poor gas exchange was observed. - no anomaly was found in the condition of the micropores. The manufacturing record and the shipping inspection record of the actual sample - no anomaly was found. Past complaint file of the involved product code/lot number - no other similar report was found. Based on the investigation results, no anomaly was found in the actual device or the manufacturing record. As for the cause of this incident, based on the information that "o2 was normal," it was thought that there was no anomaly with the oxygenation, and it was thought possible that the pco2 of blood flowing into the oxygenator was high due to some factor. However, it was not possible to clarify the cause based on the investigation results of the actual device. The IFU (capiox fx25) indicates as follows regarding the gas transfer failure. - start gas supply with v/q=1, and fio2=100%, then make adjustments based on blood gas measurements. - measure blood gases and make necessary adjustments as follows. A. Control pao2 by changing concentration of oxygen in ventilating gas using gas blender. - to decrease pao2, decrease fio2. - to increase pao2, increase fio2. B. Control paco2 by changing the total gas flow. - to decrease paco2, increase total gas flow. - to increase paco2, decrease total gas flow. - a phenomenon called wet lung may occur when water condensation occurs inside fibers of microporous membrane oxygenators with blood flowing exterior to the fibers. This may occur when oxygenators are used for a longer period of time. If water condensation and/or a decrease in pao2 and/or an increase in paco2 is noted during extended oxygenator use, briefly increasing the gas flow rate may improve the performance. Increase gas flow rate, to 20l/min for 10 seconds. Do not repeat this flushing technique, even if oxygenator performance is not improved. Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
Terumo medical corporation received the following reported information: during minimally invasive mitral valve repair, flow, circuit pressure, fio2 and o2 (200-300) were normally shifting. Co2 gas exchange failure in the oxygenator was observed 4 hours after the extracorporeal circulation started. Since co2 kept increasing and eventually reached up to 66%, it was determined the oxygenator needs to be exchanged. No anomaly was found in temperature change or po2. Parallel oxygenator exchange was introduced, and livanova oxygenator was concurrently added. When primed with blood supply maintained, co2 immediately decreased even before starting to flow gas. Then the procedure was finished with parallel circuit. The procedure out come was not reported. There was no harm to the patient reported.